Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded this issue. There was no adverse impact to the customer's blood glucose level. The customer did not previously report or reset the pump for this malfunction, so technical support provided pump reset information and assisted with the reset process. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if any malfunction code reappears.